Manufacturer narrative:
No device and no images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical record review: the vena cava filter was successfully deployed just below the level of the renal veins without incident prior to gastric bypass surgery. Approximately four years post filter deployment, the patient presented for a filter retrieval procedure. The right internal jugular vein was accessed using micropuncture technique and a venacavagram was performed. No thrombus was identified within the filter; however, it was noted that the limbs of the filter penetrated the ivc medially. There was concern for aortic penetration; therefore, the decision was made to remove the sheath and conclude the procedure. Hemostasis was achieved using manual compression, and the patient tolerated the procedure well with no immediate complications. A post procedure CT scan was performed for the questionable aortic wall penetration. The CT scan demonstrated penetration of the filter limbs into the retroperitoneal tissues with two limbs abutting the aorta but not penetrating the aorta. Additionally, one limb was noted to have caused erosion into a vertebral body. The patient was returned to interventional radiology for another filter retrieval procedure the same day. The right internal jugular vein was accessed using micropuncture technique. A snare was used to capture the hook of the filter and the filter was easily removed. A post removal venacavagram demonstrated some extravasation of contrast. A follow up venacavagram five minutes later demonstrated a normal appearance of the ivc without extravasation. Hemostasis was achieved using manual compression. The patient tolerated the procedure well and there were no immediate complications. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately four years post prophylactic vena cava filter deployment, during a filter retrieval procedure, a venacavagram demonstrated filter limb perforation of the ivc. There was concern for aortic penetration; therefore, the procedure was concluded and a CT scan was obtained. The CT scan demonstrated two filter limbs abutting the aorta and one limb eroding into a vertebral body. Another filter retrieval procedure was performed the same day and the filter was successfully retrieved with a snare. There was some extravasation of contrast; however, five minutes later, the ivc appeared normal with no extravasation. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Approximately four months post deployment, the patient developed deep vein thrombosis post gastric bypass surgery. The patient visited the hospital for filter removal. A cavo gram was performed which demonstrated penetration of filter legs medially. There was concern for aortic penetration and the procedure was discontinued. The patient was transferred to perform computed tomography examination to determine the location of the filter legs. Under real-time ultrasound guidance, the right internal jugular vein was accessed using a 21-gauge micro puncture needle. Under fluoroscopic guidance an 018 wire was then advanced, and the access needle was exchanged for a transition dilator. The 018 wire was exchanged for an 035 guidewire, which was advanced into the inferior vena cava. Cavogram was performed. No thrombus was identified within the filter. However, it was noted that the legs of the filter have penetrated the inferior vena cava and a medial direction. The penetration crosses midline and there is concern for aortic penetration. At this point the procedure was discontinued. The patient tolerated the procedure well and there were no immediate complications. The next day, the studies revealed penetration of the filter legs into the retroperitoneal tissues with 2 legs approaching or abutting the aorta but not penetrating the aorta. Additionally, 1 leg was noted to cause erosion into a vertebral body. The patient was returned to the interventional suite for filter removal. Under real-time ultrasound guidance, the right internal jugular vein was accessed using a 21-gauge micro puncture needle. Under fluoroscopic guidance an 018 wire was then advanced, and the access needle was exchanged for a transition dilator. The 018 wire was exchanged for an 035 guidewire, which was advanced into the inferior vena cava. Using the bard retrieval set, the snare was used to capture the hook of the filter, allowing the sheath to be advanced over the filter. The filter was easily removed. Post removal venogram demonstrated some extravasation of contrast. A follow-up venacavogram 5 minutes later demonstrated a normal appearance of inferior vena cava without extravasation. The patient tolerated the procedure well and there were no immediate complications. The findings were collated as there was no evidence of aortic penetration or rupture from inferior vena cava filter struts which project beyond the lumen of the inferior vena cava and abut the distal aorta. Inferior vena cava filter was seen with multiple prongs projecting beyond the lumen of the inferior vena cava which abut but do not penetrate the aorta. Therefore, the investigation is confirmed for perforation of inferior vena cava and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to perforation of the ivc. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current instructions for use states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4(expiry date: 02/2015),

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it were alleged that the filter perforated and patient developed deep vein thrombosis. Approximately three years eleven months post filter deployment, the patient had an unsuccessful filter removal attempt that morning. The patient returned to surgery and the filter was removed the same day as the initial, unsuccessful removal attempt. Furthermore, the patient experienced pain and a lump in right side of groin area. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the vena cava filter was successfully deployed just below the level of the renal veins without incident prior to gastric bypass surgery. Approximately four years post filter deployment, the patient presented for a filter retrieval procedure. The right internal jugular vein was accessed using micropuncture technique and a venacavagram was performed. No thrombus was identified within the filter; however, it was noted that the limbs of the filter penetrated the ivc medially. There was concern for aortic penetration; therefore, the decision was made to remove the sheath and conclude the procedure. Hemostasis was achieved using manual compression, and the patient tolerated the procedure well with no immediate complications. A post procedure CT scan was performed for the questionable aortic wall penetration. The CT scan demonstrated penetration of the filter limbs into the retroperitoneal tissues with two limbs abutting the aorta but not penetrating the aorta. Additionally, one limb was noted to have caused erosion into a vertebral body. The patient was returned to interventional radiology for another filter retrieval procedure the same day. The right internal jugular vein was accessed using micropuncture technique. A snare was used to capture the hook of the filter and the filter was easily removed. A post removal venacavagram demonstrated some extravasation of contrast. A follow up venacavagram five minutes later demonstrated a normal appearance of the ivc without extravasation. Hemostasis was achieved using manual compression. The patient tolerated the procedure well and there were no immediate complications. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed below the renal veins. Four yearly post filter deployment during a scheduled filter retrieval procedure, a venacavagram identified filter limbs penetrating the ivc medially. A CT scan was performed which demonstrated penetration of the filter limbs into the retroperitoneal tissues with two limbs abutting the aorta but not penetrating the aorta. Additionally, one limb was noted to have caused erosion into a vertebral body. Based on the medical records, the investigation can be confirmed. It is possible the filter perforated the patient's ivc during gastric bypass surgery. However, based on the available information, the definitive root cause is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately four years post prophylactic vena cava filter deployment, during a filter retrieval procedure, a venacavagram demonstrated filter limb perforation of the ivc. There was concern for aortic penetration; therefore, the procedure was concluded and a CT scan was obtained. The CT scan demonstrated two filter limbs abutting the aorta and one limb eroding into a vertebral body. Another filter retrieval procedure was performed the same day and the filter was successfully retrieved with a snare. There was some extravasation of contrast; however, five minutes later, the ivc appeared normal with no extravasation. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately four years post prophylactic vena cava filter deployment, during a filter retrieval procedure, a venacavagram demonstrated filter limb perforation of the ivc. There was concern for aortic penetration; therefore, the procedure was concluded and a CT scan was obtained. The CT scan demonstrated two filter limbs abutting the aorta and one limb eroding into a vertebral body. Another filter retrieval procedure was performed the same day and the filter was successfully retrieved with a snare. There was some extravasation of contrast; however, five minutes later, the ivc appeared normal with no extravasation. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records were received and reviewed. Approximately four years post prophylactic vena cava filter deployment, during a filter retrieval procedure, a venacavagram demonstrated filter limb perforation of the ivc. There was concern for aortic penetration; therefore, the procedure was concluded and a CT scan was obtained. The CT scan demonstrated two filter limbs abutting the aorta and one limb eroding into a vertebral body. Another filter retrieval procedure was performed the same day and the filter was successfully retrieved with a snare. There was some extravasation of contrast; however, five minutes later, the ivc appeared normal with no extravasation. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. Approximately two years one month post ivc filter retrieval, patient presented for ir consult for chronic right lower extremity swelling and pain. CT performed earlier demonstrated nonocclusive and partially occlusive dvt within the right lower extremity. Multiple subsequent cts did not demonstrate any abnormalities within the ivc or iliac system. The current condition of the patient is unknow the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately four years post filter deployment, during a scheduled filter retrieval procedure, a venacavagram identified filter limbs penetrating the ivc. A CT scan demonstrated penetration of the filter limbs into the retroperitoneal tissues with two limbs abutting the aorta but not penetrating the aorta. Additionally, one limb was noted to have caused erosion into a vertebral body. Based on the medical records, the investigation can be confirmed for perforation of the ivc. Per the provided medical records, the filter was deployed prior to gastric bypass surgery. Per the current IFU, "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, the patient's surgery could have contributed to the reported deficiencies. However, based on the available information, the definitive root cause is unknown. The current IFU (instructions for use) states: precautions: - the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.